Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f369 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot f369 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. A review of the customer provided photographs verifies that a leak had occurred during the treatment. A fine spray of blood was observed in a narrow band around the circumference of the centrifuge chamber wall. The narrow band of blood observed on the centrifuge chamber wall appears to be in line with centrifuge bowl base and is consistent with the customer's description of the centrifuge bowl base separating at the seam. However, the centrifuge bowl is not shown in the provided photographs. Therefore, the condition of the centrifuge bowl could not be evaluated, and the origin of the blood leak could not be identified. A material trace of the bowl assembly and its components used to build lot f369 found no related non-conformances. A device history record review did not identify any related non-conformances, and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl leak/break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated approximately 1125 ml of whole blood was processed when they went to buffy coat collection. The customer stated during buffy coat collection they noticed a fine spray of blood inside in the centrifuge chamber. The customer aborted the procedure and did not return blood to the patient. The customer stated after disconnecting the patient and removing the centrifuge bowl they noticed a separation in the seam at the bottom of the centrifuge bowl. The customer stated the patient was stable and will return the following day for treatment. The customer has returned photographs for investigation.